Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the unit alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for two hundred and forty consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had pump error. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed and insulin pump error issue remained unresolved. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.